Event description:
The customer reported that an 840 ventilator had an erratic screen. There was no pt involvement. The customer reported to have reseated the gui display cables. No parts were replaced. Covidien was not authorized to repair the unit.